Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. Customer was treated with manual insulin injections to address the elevated bg. The customer was released from the ER "a few hours later" with the issue resolved and no permanent damage. Reportedly, a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.